Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that the trip wire was not secured to the handle slot. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned and only the handle assembly was returned for analysis. Upon analysis, it was found that the trip wire was not secured to the handle slot. Although the returned device had broken suture; however, this condition is not considered a failure mode because this could have occurred when the physician trying to remove the device from the scope.the product analysis of the returned component and product record review did not identify any evidence of either the alleged problem(s) or any defect on the device; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and based on the condition of the returned component, this device was used in a manner inconsistent with the instructions for use (IFU) as the trip wire was not secured into the handle slot; however, the iuf states, "secure trip wire in slot on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal ligation procedure performed on (B)(6) 2024. During the procedure, the bands adhered together and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
E1 (initial reporter facility name): (B)(6) hospital. H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal ligation procedure performed on (B)(6) 2024. During the procedure, the bands adhered together and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that the trip wire was not secured to the handle slot. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned and only the handle assembly was returned for analysis. Upon analysis, it was found that the trip wire was not secured to the handle slot. The product analysis of the returned component and product record review did not identify any evidence of either the alleged problem(s) or any defect on the device; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and based on the condition of the returned component, this device was used in a manner inconsistent with the instructions for use (IFU) as the trip wire was not secured into the handle slot; however, the iuf states, "secure trip wire in slot on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal ligation procedure performed on (B)(6) 2024. During the procedure, the bands adhered together and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.